Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio also observed evidence that the device may had been dropped, as the top and back case of the device were cracked. Physio opened the device and observed cable, designator w09 was not fully seated into the connector on the power module assembly. Upon reconnecting w09, the device powered on. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device would not power on during a patient event. The customer advised that the device was connected to ac and battery power. The ac main led is illuminated when connected to ac power. A backup device was available and used successfully to resuscitate the patient. The patient a (B)(6) male did survive.

Manufacturer narrative:
Section e4 of the initial medwatch report indicates: initial report sent to FDA is blank.section e4 of the initial medwatch report should indicate: initial report sent to FDA is no.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device would not power on during a patient event. The customer advised that the device was connected to ac and battery power. The ac main led is illuminated when connected to ac power. A backup device was available and used successfully to resuscitate the patient. The patient a 50 year old male did survive.

Manufacturer narrative:
Physio-control further evaluated the customer's device and concluded that the cause of the reported issue was due to cable, designator w09 was not fully seated into the connector on the power module assembly. Reconnecting the cable resolved the issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device would not power on during a patient event. The customer advised that the device was connected to ac and battery power. The ac main led is illuminated when connected to ac power. A backup device was available and used successfully to resuscitate the patient. The patient a 50 year old male did survive.